Manufacturer narrative:
(B) (4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after trocar was inserted, when the surgeon tried to take the inner cylinder out, it was found the tip of the cylinder was chipped. A small piece of the tip of the obturator broke off and could not be found. No additional bleeding. No tissue damaged. Operative time not extended more than 30 mins. The incision size was not extended. The case was completed with the same device. No additional pt info available. No pt injury reported.